Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient had the their implantable neurostimulator replaced on (B)(6) 2022 because their previous implantable neurostimulator took "too long to charge" and the end of the battery life on the ins was getting close. Pt said issue had been occurring for at least a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.